Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.

Event description:
Mother called indicating her daughter was unable to remove a tampon stuck to the skin of her vaginal wall. Doctor was able to remove the tampon, but tore the daughter's skin which was very painful.